Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported outside of a procedure that the universal surgical manipulator (usm) 2 carriage was damaged, and the damage was preventing the sterile adapter part of the drape from seating on the arm carriage. The customer was tentatively planning on completing procedure as three-arm procedure.